Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The home patient (hp)'s care giver (cg) reported that there was a loose connection. The technical service representative (tsr) assisted the cg to clear the alarm, advised to end therapy and to start over with new supplies or finish with manual supplies. Proper procedures per the user manual were reviewed with the cg. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg on (B)(6) 2011 regarding the alarm and loose connection, it was revealed that the issue was resolved; however, the cause of the alarm remained unknown. The cg explained that the hp had not pushed the spike enough to make a flush connection at the drain line and drain bag connection. The cg verified that there were no disconnections or defects on the supplies. Per cg, she did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues, the nurse had not been told yet of the alarm, the cg was encouraged to speak to the nurse about the alarm. Per hp, there were no defects on the supplies. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the bag was not connected tight. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).